Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported failure; however, the customer declined service and support from philips. It was reported the customer cleaned the solenoid to repair the system's locking mechanism function. No further information is available at this time to investigate the reported issue further. The system has returned to service with no similar issues reported.